Event description:
It was initially reported that a vns patient experienced an infection at the generator site due to unknown reason a week after initial implant of vns. Additional information was received from the neurologist's office, indicating the area was not infected as blood cultures were negative but rather appeared to be contact dermatitis. Interventions taken were to apply a steroid topical cream, but at the moment, the severity of the contact dermatitis and cause are unknown .good faith attempts to obtain additional information have been unsuccessful to date.